Event description:
It was reported the pt underwent valve replacement surgery implanting an sjm epic valve. Postoperatively, the pt was doing fine and discharged home. The pt presented to the hosp symptomatic and it was decided the pt would undergo another surgical procedure. Intraoperatively, the surgeon noticed all three valve cusps contained thrombus and the surgeon attempted to flush the valve. The pt tolerated the procedure well and is in recovery. The thrombi were sent to the hosp's pathology dept and results are pending. The surgeon believes the pt's condition contributed to the complications. The valve remains implanted. Add'l info has been requested.